Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high ventricular rate (hvr) episodes believed to be due to myopotentials or possibly lead damage were observed on the lead. No noise was visible with isometric testing. Other parameters were stable. Programming changes to sensitivity and output were made. The patient was to be monitored. The patient was asymptomatic before during and after the programming changes.